Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached

Event description:
Per the clinic, the patient experienced a loss in performance subsequent to sustaining a head trauma in (B)(6) 2024. Reprogramming attempts were made; however, the issue did not resolve. Subsequently, the device was explanted on (B)(6) 2025 and the patient was reimplanted with another device during the same surgery.

Manufacturer narrative:
Per the clinic, open circuits were noted on six electrodes and there was a plan to explant the device due to the open circuits. Correction: the correct date of awareness for the previous or initial MDR submitted on march 06, 2025, is september 15, 2024; not february 11, 2025.